Event description:
Information received indicates the foot section moved unintentionally, and then the bed lost all functions, with the exception of hi/low up and down.

Manufacturer narrative:
The hill-rom technician performed a bed reset to repair the bed.